Event description:
It was reported that the patient experienced a daily positional headache and increased pain, secondary to a catheter malfunction. On (B)(6) 2011, the patient's pump was interrogated; the results were normal. On (B)(6) 2011, the patient had a catheter access port (cap) contrast study; the results were that fluid could not be aspirated from the catheter. The patient was admitted for outpatient observation after the physician gave the patient an intended bolus. On (B)(6) 2011, it was determined that the catheter was occluded; no action taken at that time. This remains an ongoing event. The severity of this event was determined to be moderate. The patient's status was undetermined at the time of the report. The medication administered via the pump was hydromorphone 30 mg/ml concentration at a daily dose of 5.499 mg/day, and bupivacaine 10 mg/ml concentration at a daily dose of 1.833 mg/day, all at a simple continuous infusion. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: MRI without contrast was done on (B)(6) 2011; it showed that the catheter tip was located at l1 with no presence of a granuloma at the tip. The device was then interrogated on (B)(6) 2011, and the results were stated as normal.

Event description:
Additional information: a catheter exploration/surgical procedure was done in (B)(6) 2012. They were unable to determine the location of the cfs leak. In (B)(6) 2012, an MRI without contrast revealed at l-4 was a lenticular shaped fluid collection which measured 2.7cm x 4.6 cm x 1.5 that had no fluid "intesity" fistula or tract associated with the catheter. An x-ray was also done (B)(6) 2012 and the catheter was identified at t-11 and acute fracture or subluxation was seen. The intervention was device surgical repositioning. The existing catheter was carefully inspected and its integrity was tested using various manipulations.

Event description:
Additional information: it was reported that the patient outcome was noted as resolved without sequelae.

Event description:
Additional information received reported multiple dose decreases of compounded dilaudid. It was indicated on (B)(6) 2012, that there was a 25% decrease in daily dose and the new dose was 2.998 mg/day. On (B)(6) 2012, there was a 22% decrease and the new dose was 2.347 mg/day. On (B)(6) 2012, there was an 11% decrease and the new dose was 2.009 mg/day. On (B)(6) 2012, there was a 19% decrease in daily dose and the new dose was 1.700 mg/day.

Event description:
Additional information: it was reported that patient symptoms included hygroma, csf leak, migraine, puffiness at site of surgical incision, nausea and vomiting. The catheter was potentially blocked (reported previously); intervention included surgical re-positioning of the catheter, pulling back catheter from original position, on (B)(6) 2011. A bolus through the pump was administered on the same day. Patient outcome was noted as resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8711 lot# n107420016, implanted: 2007 (B)(6), product type catheter product ID, 8711 lot# j0056601r, implanted: 2000 (B)(6), product type catheter product ID, 8711 lot# l78411, implanted: 2001 (B)(6), product type catheter product ID, 8598a lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during device surgical repositioning, the existing catheter was carefully inspected and its integrity was tested using various manipulations. The dose was then decreased 11% of daily dose of compounded dilaudid, on (B)(6) 2012. The new daily dose of compounded dilaudid was 3.994 mg/day.

Event description:
Additional information: it was reported that the dose was decreased 7 times from (B)(6) 2012 to (B)(6) 2012 at which time the dose of compounded dilaudid was 0.0060mg/day. On (B)(6), the concentration of compounded dilaudid was changed to 1mg/ml. Device interrogation was performed on (B)(6) both with results of "normal".

Event description:
Additional information was received. It was reported that the patient had been seen in the clinic on (B)(6) 2012 and chose to proceed with a catheter revision and dura repair. At that time, it was noted that the patient had a hygroma, specifically a cystic lymphangioma. Eight months later, it was reported that the patient had been seen in the clinic on consecutive visits with the intention to taper off the intrathecal therapy in order to proceed with the pump explant on (B)(6) 2012.

Manufacturer narrative:
Catheter model # 8711, lot # n107420016, implanted unk, explanted unk; catheter model # 8711, lot # j0056601r, implanted unk, explanted unk; catheter model # 8711, lot # l78411, implanted unk, explanted unk.